Manufacturer narrative:
The returned product had tape on the patient line and on the y-joint of the drainage tube. The patient line was disconnected at the patient line stopcock. The device could not pass leak test due to the y-joint being disconnected. It is unknown how or when this damage occurred. Proteinaceous debris was observed on the interior of the device. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the joint of the drainage tube was loose. There were no patient symptoms or complications associated with the event. The patient's status was alive-no injury.